Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (512 mg/dl). The customer delivered a correction bolus to treat the bg. Reportedly, the cause for the reported issue was due to an incomplete fill tubing alert occurring. Tandem technical support educated the customer on incomplete fill tubing alerts. Reportedly, the customer cleared the alert and resumed insulin delivery.